Event description:
It was reported that this right ventricular (rv) lead triggered an automatic lead safety switch from bipolar to unipolar configuration, due to high out of range pace impedance measurement, greater than 2,000 ohms. Technical services (ts) reviewed one year lead trends, and observed chronic impedance measurements high within normal limits in the 1,600 to 1,800 ohms range. It was noted the patient is zero percent paced. Ts discussed troubleshooting and programming options. The patient will continue to be monitored. No adverse patient effects were reported. The device remains in service.